Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a "service required and internal battery failure" condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required and internal battery failure" condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, e 193 code was found in the ventilator's downloaded error log. However, upon further evaluation the device powered on and operated as it should. No repairs performed. The unit will be scrapped.